Event description:
It was reported that the balloon of a gastrostomy tube allegedly ruptured. There was no reported patient injury.

Event description:
It was reported that the balloon of a gastrostomy tube allegedly ruptured. It was further reported that the device was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged balloon deflation as no objective evidence has been provided to confirm any alleged deficiency with the balloon. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.